Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event where white matter was occluded the set during removal on (B)(6) 2025. Blood glucose level was displayed high at the time of the event. Therefore, patient took bolus for the treatment. No further information available.